Event description:
Per the clinic, the patient developed an infection at the abutment site in (B)(6) 2013 (specific date not reported). The patient was prescribed oral antibiotics (date, type and dosage not reported). As of update provided (B)(6) 2013, the infection has resolved. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.